Event description:
It was reported that the insulin gauge was inaccurate and static. Customer declined to reloaded the cartridge and continued using the same cartridge. Customer¿s blood glucose level ranged from 291-292 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.